Event description:
Jp drain to upper back pulled per protocol, the drain tubing snapped at the entrance site. Tube that remained in pt had to be surgically removed resulting in an add'l procedure and increased length of stay.